Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jan-2022, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s old device was ¿not working properly¿, that the ins had migrated, and that it had come out of the pocket. It was unknown if the device actually ruptured through the skin. The patient stated that one of the ¿wires¿ in the ins device had migrated. When asked if they had any falls or trauma associated with the ins moving, they stated no but mentioned they ¿were getting into bed¿ when they noticed that the implant had moved. Both the wire and ins migrating issues occurred in 2018. No symptoms were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va1n5m1, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they had a revision was because the lead wire migrated. No further patient complications are anticipated or expected as a result of this event.